Manufacturer narrative:
Device evaluation summary: updated due to additional part evaluation medtronic conducted an investigation based upon all information received. It was reported that the 980 ventilator had a bad battery and failed the short self testing (sst) with an 'auto-zero solenoid not operational' message. The service personnel (sp) inspected the ventilator, confirmed the reported issues and replaced the battery, power cord and inspiratory flow module (ifm) printed circuit board assembly (pcba). The unit passed all tests and calibrations as per manufacturer specifications at the time of service. One battery was returned to medtronic for further analysis. Visual inspection observed no distortion or damage that may have affected the function of the battery. The battery level indicator showed no bars, which indicates 0% charge, when the battery indicator button was pressed. At this point, with no charge observed, the battery was placed in the bdu (breath delivery unit) primary battery receptacle in the attempt to generate a charge. The battery was inserted in the compressor primary battery receptacle of test ventilator. Analysis found the unit red battery fault indicator was triggered with a red ¿!¿ for the compressor primary battery receptacle was observed on the breath delivery unit (bdu) status display. Analysis tested the battery with bqwizard software and found battery was unable to connect to device. Analysis found battery could not establish communication with device and determined it faulty. One power cord was returned to medtronic for further analysis. A visual inspection of the returned part reveled the round pin on the plug from the power cord was broken. One ifm pcba was returned for failure investigation. The part was visually inspected and no anomalies were observed. The part was attached to the test ventilator and powered up but failed the extended self test (est) circuit pressure test ¿inspiratory autozero solenoid not operational¿. After a thorough investigation, a faulty so1 in the ifm pcba was identified. If an so1 failure were to occur while in use on a patient the ventilator response would be to enter backup ventilation (buv). The cause of the event of unit had bad battery was isolated to a defective battery and faulty power cord. The cause of the reported event of ¿'auto-zero solenoid not operational'¿ was identified as a faulty auto zero solenoid (s01) in the ifm pcba. There is an existing previous internal investigation regarding the ifm issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 980 ventilator had a bad battery and failed the short self testing (sst) with an 'auto-zero solenoid not operational' message. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Issue identified during product analysis. Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that the 980 ventilator had a bad battery and failed the short self testing (sst) with an 'auto-zero solenoid not operational' message. The service personnel (sp) inspected the ventilator, confirmed the reported issues and replaced the battery, power cord and inspiratory flow module (ifm) printed circuit board assembly (pcba). The unit passed all tests and calibrations as per manufacturer specifications at the time of service. One battery was returned to medtronic for further analysis. Visual inspection observed no distortion or damage that may have affected the function of the battery. The battery level indicator showed no bars, which indicates 0% charge, when the battery indicator button was pressed. The battery was inserted in the compressor primary battery receptacle of test ventilator. Analysis found the unit red battery fault indicator was triggered with a red ¿!¿ for the compressor primary battery receptacle was observed on the breath delivery unit (bdu) status display. Analysis tested the battery with bqwizard software and found battery was unable to connect to device. Analysis found battery could not establish communication with device and determined it faulty. One ifm pcba was returned for failure investigation. The part was visually inspected and no anomalies were observed. The part was attached to the test ventilator and powered up but failed the extended self test (est) circuit pressure test ¿inspiratory autozero solenoid not operational¿. After a thorough investigation, a faulty so1 in the ifm pcba was identified. If an so1 failure were to occur while in use on a patient the ventilator response would be to enter backup ventilation (buv). The power cord has been received by medtronic and analysis is in progress. The cause of the observed conditions determined to a faulty battery and a faulty s01 in the ifm pcba. There is an existing previous internal investigation regarding the ifm issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.